Event description:
During routine inspection performed by our distributor in (B)(4), a particulate was found between the internal and the external blister. There was no pt injury as the device never reached the hospital.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. An examination of the complaint device under magnifying glass confirmed the presence of a small particulate (approx 2mm long) of metallic nature between the internal and the external blister. Investigation showed that the day before the complaint device was packed, a technical intervention was performed on the packaging equipment. It is believed that this intervention could have generated this particulate and that the cleaning routinely performed after any intervention did not remove it. Out of caution, a visual examination of eighty seven devices from product inventory, packed the same day as the complaint device, did not reveal any anomaly. As corrective action, the equipment manager will be retrained to procedures and to good practices related to work in a cleanroom environment and on critical equipments.